Event description:
It was reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.